Event description:
The customer states that the axsym processing cover does not remain upright and one person has been hit on the head by the falling cover. The customer states that no injury occurred and no medical attention was sought.